Manufacturer narrative:
Concomitant product: product ID 37751, serial # (B)(4), product type recharger. (B)(4).

Event description:
Information was received from a patient regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had to recharge too frequently. The patient was recharging 2-3 times per week for 4 hours and they did not have high programming settings. The patient reported that they had not recently switched programming or increased parameters. The patient went on further to state that the implantable neurostimulator recharger (insr) only lasts 2-3 days and that their manufacturer representative (rep) told them it would last two weeks. The patient service representative confirmed that the device was working as intended. The patient stated that the rep conducted extensive troubleshooting and stated that the device was not working and wanted to return it. The insr was returned and analyzed and the complaint was unverified. No issues were found during bench testing, and there were no issues charging a neurostimulator or recharger or communicating. There were no symptoms reported and no interventions required. A rep later reported that the patient's charge was lasting 2-3 days and it took the patient 8 hours to charge fully. The rep wanted to check if the battery depletion was normal. Battery usage calculation was performed: 6.7 volts, 600 us, 100 hz, 547 ohms with 2 anodes and 1 cathode, 8 hours usage = 7.55 days beginning of life (bol) and 6.32 end of life (eol). It was reviewed with the rep that since the patient had to recharge about every 6 days, usage was within normal range. The patient charged to about over 90% fully generally and the patient currently had 93% fully charge screen. It was noted that the patient recharged at this interval in the past and it had not changed. The rep was advised to have the patient check the coupling more often while she was recharging. The rep was going to try to reprogram the patient to see if the patient could get the same coverage with less power usage. The patient via the rep reported that the battery seemed to be draining at a fast rate every 4 days from a full charge. It was unknown what caused the event. There was a longer charging interval before roughly (B)(6). The first diagnostic was done on (B)(6) 2016. The rep reprogrammed to use less electrodes and lower pulse width and rate. The rep had her try it for a week to see if they could prolong the charge interval. The patient called again saying it was still around 4 days. The rep met with the patient on (B)(6) 2016 to try and reprogram again using a lower rate and one less electrode. After a group impedance and checking expected life range based on group and program. It was calculated that it would usually last 7 days before complete depletion. After reprogramming down to 3 electrodes being used at a 480 pulse width and 90 rate, the patient was still stating that it was depleting after 4 days. The issue was not resolved at the time of the report. No surgical intervention occurred and none was planned. The patient was upset that the charging interval was roughly 4 days. It took her 6-8 hours to charge completely. Upon generator interrogate, coupling with the recharger was averaging 4 black boxes so the rep explained to her that the charging interval would be shorter if she had 8 black boxes, but the patient was convinced that she always got 8 boxes, even though the data showed different.

Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they were still having the issue of charging too frequently. They were going to see their health care provider (hcp) the following week and would discuss with them. More information was received from the patient on (B)(6) stating that they were getting 4-5 coupling bars, and based on the recharging time, it would be normal. A company representative (rep) stated on (B)(6) that they had sent screen shots of the recharger reports, and that nothing had changed with the charging. Information was given to the rep on (B)(6) stating that they did not think there was an issue with the patient's implant. Based on the recharging statistics the patient was getting 4-5 coupling bars, so the recharging times were normal.

Event description:
Additional information was received from the rep stating he was planning on meeting with the patient this week to try to address the patient's charging issues. He would likely try new programming options and/or try to address getting better coupling.